Event description:
Blood borne pathogen exposure - happened in cardiac cath lab - tech looked at right hand and noted liquid under glove; was wearing two gloves for this case; squeezed fingertip of right index finger and saw an accumulation of blood; saw hole in top layer of gloves; verified with normal saline injected into glove. Glove next to skin could not see ns coming out; scrubbed hand and chlorhexidine which made fingers burn; not aware of needle stick during case; no site of puncture on finger.